Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags message that appeared on the display of the homechoice machine during the prime cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected to the pt line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.